Manufacturer narrative:
This report is submitted on november 17, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver stimulator through the skinflap. Subsequently, revision surgery was performed on (B)(6) 2016, and the site was closed. The implanted device remains.